Manufacturer narrative:
Irn# 021-25_947 complaint took place in great britain. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn # 021-25_947 incident occurred in great britain: after the spinal was completed it was apparent when the sprotte was removed part of the needle had broken off which had to be removed surgically.